Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus malfunctioned, reported it has an intermittent problem with not cycling when first turned on. It pressurizes and alarms for about 10 seconds, then starts working normally. No patient adverse events reported,

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Device was received in with a damaged front panel, cracked small knobs and battery cover. During functional testing, the device was connected to an o2 source and powered on. The reported problem could not be duplicated. The root cause could not be determined. Replaced the input manifold assembly as a preventative measure.

Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. No fault found with the reported device problem. The cause of the reported problem could not be determined. No previous service history. Manufacturing DHR is not relevant to the investigation as the reported issue was not found and also due to the age of the device.